Event description:
A 90% stenosis in rca. Physician comment: procedure was completed safely and this case is not device related.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis - occlusion). No results available since no evaluation performed - (device or procedural images not provided for review). Conclusions: inherent risk of procedure - (stent thrombosis-occlusion). (B)(4) published on journal of invasive cardiology (http://www.invasivecardiology.com) thrombus aspiration with microcatheter for distal embolization during primary angioplasty for acute myocardial infarction: technical notes. (B)(6) 2012 date of event. Date of publication - november 2012 (mm/yy valid).

Event description:
During index procedure, the patient had two endeavor drug-eluting stent successfully deployed at rca. Cag revealed total occlusion of endeavor stent which was treated by aspiration with a non-mtd aspiration catheter. Lesion was then dilated but posterior descending artery showed occlusion. Thrombus was removed by attaching to the tip of a rapid transit microcatheter.